Manufacturer narrative:
B4: 28sep2021. Following the evaluation of the device, the field service engineer replaced the front bezel to resolve the problem. The unit was then functionally tested and successfully passed specified tests. No other abnormality was observed.

Manufacturer narrative:
Report date: 11jun2021. There was no patient involvement.

Event description:
The customer reported that the button on top corner of screen for alarm options is not working. The customer reported that the unit was not in use on patient. The customer contacted product support and unit passed touchscreen calibration. Touch still off as verified on the touchscreen diagnostics page. Product support discussed touch screen replacement. The investigation is ongoing.